Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11, which interrupted delivery. "This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site by a baxter field service technician. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was not identified. To correct the condition, the air in line sensor reading was checked, and found to be within specifications. No repairs were necessary. If any additional information is received, a follow up MDR will be sent.